Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that customer found a broken bd¿ bulk 30 ml slip tip syringe. This was observed before use and there was no report of injury or medical interventions

Manufacturer narrative:
This is the 1st related complaint for foreign matter on the provided lot number. No photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.